Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working due to water or fluid exposure. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer¿s other blood glucose was 76mg/dl. The customer stated that they went to swim at the lake, and the insulin pump got wet in the water. The insulin pump was completely shot and possibly ruined. The customer reported a drop like of water on the screen. The customer mentioned fluid under the lcd display. The customer also reported cracks near the arrow buttons. The customer mentioned that the screen got cloud and no longer working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked case display window corner.